Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported receiving a no delivery alarm when attempting to bolus for a high blood glucose. The blood glucose reading was 441 mg/dl, the customer boluses 8 units of insulin. Two hours later the blood glucose had only come down to 435 mg/dl and the insulin pump alarmed for no delivery when the customer attempted to treat again. The customer reported that the issue was resolved by a complete set change and was unable to troubleshoot. The customer was advised to call back when the issue occurs in order to troubleshoot.